Event description:
"It was reported that the thermal fuse blew during setup of hcu40 on the pt side." The incident occurred before use on a pt. (B)(4).

Manufacturer narrative:
The device was investigated by a maquet field service tech and it was found a fault to thermal trip fuse on the heater cooler unit. The fuse was reset and tested. The unit was tested to factory specifications. The test was performed successfully. A supplemental medwatch will be submitted as soon as additional info becomes available.